Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that patient had a magnetic resonance imaging (MRI) of the head this morning. Patient she gave them her ID card, technical service number and information related to MRI. They said they met the safety concerns and regulations and told her there was always the risk for pump failure. Patient agreed to have an MRI. Patient asked them before the procedure to call manufacturer and ask if the representative (rep) was in the area to come check her pump afterwards. They told her they never got it out to anybody and did not let her call and told her if she had any issues she then would see her healthcare professional (hcp).patient reported during the MRI her pump started going wrong: her spine, head and stomach just did not feel right. Something was wrong. She pushed the button for them to stop and they said she was not event half way through. They asked her if she wanted to have the MRI rescheduled. She told them she wanted manufacturer. They did not want her stop and did not want to get anybody there to check her. Patient also reported that when she started getting dressed after MRI the pump beeped 3-4 times. It scared her and kind of hurt. She did not feel ri ght. She was still not feeling 100% right. It had not beeped since then. Patient called to ask if it was normal for the pump to beep and where she could go to have the pump checked. The reason for the MRI today was not related to device. It was to look at her pituitary gland in her head. Patient reported she was having adrenal insufficiency pituitary gland. Her cortisol level had been low. She did adrenocorticotropic hormone test a month or so ago. She did a 24 hour urine and blood test. It was all showing that her pituitary gland and her adrenal gland were not working. No further complications were reported.